Manufacturer narrative:
The device was evaluated by the customer and confirmed that unit had navigation ring failure. On the basis of the information provided by customer, the remote service engineer created a work order for onsite service to replace the front bezel. The customer (biomed) then called the philips technician back saying onsite service is not needed. The button was not working due to something behind the button that was not connected. The customer fixed that, and the problem was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.